Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, cardiac arrest occurred. In (B)(6) 2008, the patient was diagnosed with stable angina and referred for cardiac catheterization which revealed a 95% stenosed target lesion located in the 1st obtuse marginal. It was 18 mm long with a reference vessel diameter of 3.30 mm and treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin the following day. In (B)(6) 2011, the patient was admitted for cardiac arrest and underwent coronary artery bypass graft (CABG) surgery three days later. Ten days following the CABG, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).